Event description:
On 02/23/2022, it was reported by a sales representative via sems that an ar-9233 knee scorpion broke during a case, no adverse affect to patient. Broken piece received. This occurred during use with no impact to the patient. On 03/03/2022, the sales representative stated the following information via email: during a meniscal root repair procedure, the device broke inside the patient during normal function, grabbing tissue to pass a suture. The fragment was retrieved, nothing was left in the patient. A labral scorpion was used to complete the case, there was maybe a 5 minute delay to complete the case with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990 was received for investigation. Visual inspection identified that the lower jaw had broken off of the assembly. No fragments were returned for assessment. The observed condition is typically caused as a result of user-applied mechanical forces while grasping and manipulating suture and tissue and/or leveraging the device during use.